Event description:
It was reported that a dexcom g7 sensor paired with an ilet bionic pancreas displayed ¿connect cgm or enter bg for bg run mode,¿ did not show glucose values after warmup, and experienced signal loss to the ilet, prompting troubleshooting and a subsequent sensor replacement and re-warmup. Symptoms included no reported adverse clinical effects. Outcomes included temporary loss of automated cgm data to the ilet and use of bg run mode until reconnection with another sensor. Investigation included customer interview, review of device notifications, and guided troubleshooting. Investigation of this case revealed the sensor was replaced and initialized, with the device expected to display glucose after warmup. It was concluded that the event was related to communication/connectivity between the dexcom g7 sensor and the ilet, with resolution via sensor change and re-warmup.